Event description:
It was reported that the system 9900 displayed a pre charge error. Reinitializing the system would not correct the error. Additionally, the system displayed high capacity disk error. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the internal circuit breaker for the battery charger had tripped. It was also determined that the software on the hard disk had become corrupt. The circuit breaker was reset and the hard disk reformatted and reloaded. The system was cycled several times and operated in both high and low fluoro modes without problem. The system was repeatedly tested and found to be working as intended and placed back into service.